Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 1-2cm stenosis in the left main bronchus. During the procedure, the physician inserted the stent into the desired location and attempted to deploy the stent. When 1/3 of the stent was released from the distal tip, the suture can no longer be released. The physician forcibly pulled the stent and the delivery system became bowed/bent, causing the stent to shift to the front side of the stricture area. The partially release stent was removed from the patient together with the delivery system. The physician made another attempt to release the stent outside the patient; the stent was able to be released. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 35mm. It was also noted that the shaft was curved proximal to the crocheted stent. During analysis it was possible to fully deploy the stent without issue and no issues were noted with the profile of the stent. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 1-2cm stenosis in the left main bronchus. During the procedure, the physician inserted the stent into the desired location and attempted to deploy the stent. When 1/3 of the stent was released from the distal tip, the suture can no longer be released. The physician forcibly pulled the stent and the delivery system became bowed/bent, causing the stent to shift to the front side of the stricture area. The partially release stent was removed from the patient together with the delivery system. The physician made another attempt to release the stent outside the patient; the stent was able to be released. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿good.¿